Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to instability; malalignment. Age at primary: (B)(6). Side: r. Primary asa: p1-fit and healthy. Revision njr index no: (B)(4). Sex: f. Primary bmi: (B)(6).